Event description:
Healthcare professional reported unknown side "was ruptured after implantation". Device explanted. It is unknown if inner silicone gel made contact with the patient.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: broken device.